Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, the manufacturer¿s service technician recognized the trilogy 100 device was unable to power on due to the damage of the a/c connection on the device. The manufacturer¿s service technician replaced the a/c cable to address this issue. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time. Additional findings not related to the malfunction/issue was the rubber feet and power cord clamp were missing from the device. The manufacturer¿s service technician replaced the rubber feet and power cord clamp.